Event description:
It was reported to philips that the system was not booting up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) visited on-site and found that the system was unable to boot up. Upon troubleshooting, the fse found an active alarm on the ups battery. To resolve the issue, the fse restarted the ups, after which the alarm cleared. The fse temporarily bypassed the ups and connected the system directly to the main power supply, then performed a system shutdown. The fse checked all fuses and the incoming power supply; no issues were found. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.